Event description:
It has been reported to us that during the procedure while the physician was attempting to remove the guide wire, the tip of the wire separated and remains inside the pt's vessel. The physician was placing a lead in the coronary sinus vein and multiple manipulations of the guide wire and lead were being performed to get a lead in the place the physician wanted to be. In the procedure, there was great difficulty in finding a good spot, so the lead and guide wire were repeatedly being manipulated. At some time during the procedure, the physician was trying to retract the guide wire and the distal tip broke off. The physician commented that the tip was hung up in the lead at the time and the physician was trying to maneuver the lead and guide wire. The guide wire got caught in the lead itself and the physician had difficulty moving it around the lead. The tip of the guide wire was in a small vein and the physician felt it would not cause any harm to the pt, the physician elected to leave it there rather than trying to retrieve it. The pt is reported to be fine.

Manufacturer narrative:
The field assurance dept was "made aware" of this event in 2007. The decision to report this event was also made the same day. Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.